Event description:
It was reported that the patient presented for device replacement procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. An insulation abrasion was noted on the lead. The physician attempted to repair the lead but was unsuccessful. The lead was replaced. The patient was in stable condition.

Event description:
It was reported that the patient presented for device replacement procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited noise that was oversensed by the device and led to pacing inhibition. An insulation abrasion was noted on the lead. The physician attempted to repair the lead but was unsuccessful. The lead was replaced. The patient was in stable condition.